Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown cause. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.